Manufacturer narrative:
One ensite velocity¿ display workstation (dws) was received for evaluation. Visual inspection revealed the front panel ports, and labels show signs of wear consistent with use over time. Internal visual inspection revealed all connectors were seated securely and routed correctly. The dws device accessories were connected along with power. Power was applied and the dws passed the power-on-self-test (post). As the dws tried to load the operating system, a display message appeared: ¿welcome to emergency mode¿¿, then listed file system errors and caused the system to be forced off. The hardware diagnostic tests were run and were successful. The hostname of the disk drive matches the chassis hostname label: (B)(6). Temporary replacement of the hard disk drive solved the post condition. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the investigation and information provided to abbott, the reported event was able to be duplicated by power sequencing, and the root cause was attributed to soft data (file systems) related to the operating system that were modified on the hard disk drive.

Event description:
During a supraventricular tachycardia procedure, the system was unable to enter the menu selection mode and restarting was invalid causing a delay. Another system was obtained from a different hospital which took 30 minutes. The procedure was then completed with no consequences to the patient.